Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise resulting in false episodes of automatic mode switch were noted on the right ventricular(rv) lead. There was also lead damaged alleged but none was confirmed. The patient was stable and will continue to be monitored.